Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.4 inr/3.99 inr; 2.4 inr/3.5 inr. No action taken based on device results . No adverse event reported. Requested return of suspect system and replacement sent.